Event description:
A surgeon reported that following an intraocular lens (iol) implant, a patient was not satisfied with her vision and has had several lens rotations performed. The surgeon reported the lens was implanted by a different surgeon. Following the initial procedure, the implanting surgeon performed an iol rotation due to the patient reporting she was not satisfied with her vision. A second and third iol rotation procedure was performed by this surgeon. After the second lens rotation, the lens was noted to slide back to 83 degrees. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).